Event description:
The physician reports that the crystalens trailing haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove the damaged lens, replace the lens and suture the incision. A second crystalens was implanted successfully. Reference MDR:# 2031924-2009-00082.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l for evaluation and subjected to visual examination. The investigation revealed the haptic was torn at the hinge. The findings are consistent with lens damage associated with lens injector use.